Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the intervention. Based on the reposted information, there is no reason to suggest that a device malfunction or device deficiency occurred. The events occurred post the intervention and the exact cause is unknown. Hemorrhage and neurological deterioration are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that post uneventful embolization with liquid embolic of unruptured spetzler martin grade 1 arteriovenous malformation of the right frontal lobe, the patient experienced an intracranial hemorrhage: 1 day following embolization procedure. Fine motor difficulties (left): 2 days following embolization procedure. Left sided weakness: 3 days following embolization procedure. Handwriting quality decline: approximately 3 weeks following embolization procedure. Baseline nihss was 2 post procedure it was still 2. The baseline mrs was 0, at discharge and at one month follow up it was 1. At 2 month follow up, the mrs was 2.